Event description:
The event occurred in china. It was reported that the hospital reported that the flow monitoring (flow rate) was unstable on the rotaflow console during the operation. The customer immediately stopped using the device and replaced the device with another spare device for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the hospital reported that the flow monitoring (flow rate) was unstable on the rotaflow console during the operation. The customer immediately stopped using the device and replaced the device with another spare device for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and the reported failure could be confirmed. Contact creme residue in the ultrasonic flow sensor was detected which led to the reported failure. The sensor was cleaned which solved the problem. No parts has been replaced. After cleaning the device is working as intended and is back in use. Based on the the given information the reported failure "inaccurate flow rate" could be confirmed and the most probable root cause could be determined as a dirty flow sensor which led to the reported failure. A device history record (DHR) review was performed on 2024-09-12. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "inaccurate flow rate", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 9.1 cleaning always clean the device after each use. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.